Event description:
It was reported to our country rep in (B)(4) by a vns treating physician that they had a pt who was having high lead impedance. Reported that they were having tingling sensation and their dcdc code was 7 back to a 6 and then a 7 again. The pt's vns will be programmed off at their next office visit. No fall or injury was reported prior to their high impedance being attained. Surgery has not been planned at this time. X-rays were received for review but based on the picture clarity, were not able to be assessed fully. There was a suspect area in the neck region and it could not be seen if the lead pin was fully inserted. Further investigation is underway.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.